Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. Attempts were made to obtain additional information, however, they were unsuccessful. When the information is received a supplemental report will be submitted. (B)(4). Ref MDR # 2029214-2015-00976.

Event description:
Medtronic received information that the patient suffered an acute stroke and was treated with a mechanical thrombectomy (mt) device for an occluded right middle cerebral artery (mca) m1. The procedure was complicated by the micro catheter as it crossed the target lesion a clot migrated to m2 angular artery. The m2 was successful recanalization (how this vessel was recanalization was not stated). One pass of the mt device achieved thrombolysis in cerebral infarction (tici) 3 and arterial occlusive lesion (aol) 3. The patient's anatomy was reported to have been severely tortuous. The patient also experienced pain and vasospasms during the procedure; no additional medical treatment was required or provided for these events. The pain was associated with the vessel being stretched during the retrieving the mt device. The vasospasms were associated to have been caused by the device's manipulation during the mt procedure. Shortly after the treatment, the patient's condition deteriorated and a subarachnoid hemorrhage (sah) was observed via computed tomography (CT) scan. The sah was located in the right squamous portion of temporal bone (fissure of sylvius). The physician could not confirm the mt device did not cause or contribute to the sah, as the sah occurred right after the mt procedure. The hematoma enlarged and reached the substantial area. Therefore, hematoma evacuation was performed. The patient was reported to have recovered but with aftereffects. Tissue plasminogen activator (tpa) treatment was not indicated for the patient.